Event description:
It was reported via clinic notes that the patient's vns was unable to be interrogated due to an end of service, or eos, condition. It was later reported that the patient underwent full vns replacement surgery. It was stated that the pre-operative diagnostics showed the device to be pulse disabled due to eos and high impedance was observed. Lead pin insertion troubleshooting did not resolve the high impedance. The high impedance resolved after a full replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.